Event description:
General report received of unspecified number of undocumented incidents of air in the tubing distal to the soluset. The tubing sets were being used to deliver unspecified solutions. The customer contact reported that after the soluset emptied, air was noted in the tubing distal to the soluset. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot was received. Investigation is not complete.